Event description:
The customer reported via phone call indicating that she had a low blood glucose but not hospitalized. Customer's blood glucose was 30 mg/dl. The customer stated that she was keeping contact with her doctor. After troubleshooting was done, customer was advised that everything passed. Customer was advised to monitor blood glucose and continue to follow up with her healthcare provider.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.